Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by cloudy effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated at home with ceftriaxone (dose, route, duration and frequency not reported) for the event. At the time of this report, the patient has recovered. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: it was reported during follow up that the patient was treated at home and was recovered in the month following onset of the event should additional relevant information become available, a supplemental report will be submitted.